Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose for over 12 hours while using the ilet system, after which a full infusion set and supply change was recommended; the user performed the change independently and subsequently reported blood glucose returned to range and feeling better, noting a belief that the earlier supply change had been performed incorrectly despite no visible issues with the inset, connector, or cartridge. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia following replacement of infusion supplies and user education on troubleshooting. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with user-reported technique error during earlier supply change considered but not confirmed and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.